Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the foot pedal allegedly stopped working throughout the procedure. It was further reported that the screen froze and the selections were nonresponsive. Reportedly, the system was able to restart and the procedure was completed without the foot pedal. There was no reported patient injury.

Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was not required, however requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date for this serial number and failure mode. One encor foot pedal was returned to the manufacturing site for service and repair. The returned foot pedal was noted to have a damaged cable as well as a damaged base. The foot pedal was unable to meet all functional requirements due to the identified damaged cable. Therefore, the investigation is confirmed for the foot pedal no working properly and break (e.g., damaged cable). Per the service evaluation of the returned encor foot pedal, the cable was noted to be damaged. The noted damage caused the foot pedal to work intermittently during functional testing. The identified damage is likely due to the manner in which the reusable device is used. However, the definitive root cause of the damage is unknown based on the provided information. Therefore, the definitive root cause for the reported event is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a breast biopsy, the foot pedal allegedly stopped working throughout the procedure. It was further reported that the screen froze and the selections were nonresponsive. Reportedly, the system was able to restart and the procedure was completed without the foot pedal. There was no reported patient injury.